Event description:
It was reported the patient is experiencing pain at her scs ipg site and was hospitalized on (B)(6) 2014. The patient has not had any falls but has lost weight over the past few months. An sjm representative met with the patient for diagnostic tests and confirmed no issues were found. The patient reportedly continues to have effective stimulation in the original pain area. The patient will meet with her physician to determine next steps to address the issue.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.